Event description:
A report was received from hosp of a pt infection with use of an intravia 250ml empty bag. The pt received an infusion of fentanyl compounded using the following baxter products: 250ml intravia bag, 0.9% sodium chloride, and fentanyl (final concentration of 10mcg/ml). Currently samples are unavailable to baxter. The pt is a female who was admitted to the hosp in 2007 with a subarachnoid hemorrhage. The pt was ventilator dependent. The pt had positive blood cultures eleven days later for sphingomonas paucimobilis. The pt required treatment and recovered. This is one of five such cases at hosp.

Manufacturer narrative:
The facility has sent samples of fentanyl bags to a third party and the results are pending. Should the results become available to baxter, a follow up medwatch will be submitted. Baxter performed a batch review for the product code and lot number. No discrepancies were found during the mfg of this lot.